Event description:
It was reported that the patient received an inappropriate shock for noise due to fracture of the right ventricular lead. It was also reported that the patient alert triggered for high impedance on the ventricular lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.